Manufacturer narrative:
A2: mean age. A3: majority sex. D4: the UDI is unknown because the part number and lot number were not provided. (B)(4).

Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect(s) of death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the xience xpedition 48 that may be related to death, restenosis, occlusion, plaque shift, thrombosis, target vessel myocardial infarction (mi), EKG changes, elevated cardiac enzymes, chest pain, ischemia, hospitalization, and revascularization. Details are listed in the attached article, titled: ¿treatment with 48-mm everolimus-eluting stents procedural safety and 12-month patient outcome¿